Event description:
It was reported the customer complained about the way the platinum nitinol guidewire is delivered. "The stiff end is in the pink introducer. Before using it, the introducer has to be removed and the guidewire has to be inserted the other way round into the introducer before he can use it".

Manufacturer narrative:
Evaluation summary: evaluation of the returned device the approximately 3/8 of an inch of monofilament exposed at the guide and the needle tip still attached to the rail end. The anterior cuff was engaged to anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. There was no needle strike mark on the foot. The plunger was inserted to test the needle trajectory, needle depth and push mandrel travel and was found to be acceptable. The most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the needle plunger would not come out of the body of the device during suture retrieval. The device was removed uneventfully and the method that hemostasis was achieved was not reported. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.